Manufacturer narrative:
(B)(4).

Event description:
The physician reported that prior to closing the pacemaker pocket, the silicone cap relative to the connection set-screws was found to be detached. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that prior to closing the pacemaker pocket, the silicone cap relative to the connection set-screws was found to be detached. Another pacemaker was subsequently implanted instead.